Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of over 400 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that the infusion set kept falling out. The customer was educated on the proper insertion and taping procedure of the infusion set. There were no records of any no delivery alarms in the device history. The customer did not return the product back for analysis.